Manufacturer narrative:
(B)(4).

Event description:
The pt experienced intermittent shocking in his neck. The deep brain stimulator was explanted (see mfg. Report # 3004209178201003486). After replacement, the shocking continued. Impedances were greater than 2000 ohms on some bipolar and unipolar pairs. Low impedances were also identified, indicating a likely short between electrodes 2 and 3. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.